Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number has not been cleared in the u.s, but is similar to the crosser cto recanalization catheter products that are cleared in the u.s. The 510 k number and pro code for the crosser cto recanalization catheter products are identified. Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned used. The distal tip was examined under microscopic magnification and it was observed that the outer catheter had been partially pulled away from the distal metal tip. Anomaly noted to outer catheter near the distal tip. No kinks noted to catheter. No anomalies noted to the transducer handle and saline hub. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house guidewire. The guidewire was loaded through the hub and able to advance to the distal end of the catheter, but not exit the catheter. The guidewire was then loaded through the distal tip but was unable to be advanced past the distal tip. The outer catheter was removed near the distal tip and it was observed that the guidewire lumen was twisted. Due to the material twisting, the guidewire could not be loaded through the tip of the device. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed. The photo shows one crosser 14s coiled. The catheter does not have any kinks or bunching. The handle and saline hub do not have any anomalies. Medicon reported material separation at the distal tip. Based on the photo material separation is able to be confirmed as the catheter is separated from the metal tip. Conclusion: the device was returned. The investigation is confirmed for guidewire incompatibility and material twist as the in-house guidewire was unable to pass through the distal tip. The investigation is also confirmed for material separation as the catheter is partially separated from the metal distal tip. Medicon's visual inspection reported material separation at the distal tip. Based on the photo material separation is able to be confirmed as the catheter is separated from the metal tip. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the proximal end of the crosser catheter to the transducer. Hold the proximal hub while rotating approximately two full turns clockwise. Firmly tighten by hand. Warning! Allow crosser catheter tip to freely rotate during attachment. For the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during preparation for treatment in the superficial femoral artery, the guide wire allegedly failed to be inserted into the recanalization catheter. Another catheter was used to complete the procedure. There was no patient contact.